Event description:
Insertion was sheathless. Iab was advanced over guidewire 2 - 3 cm when strong resistance was met and central lumen kinked. Iab was removed and new one inserted w/o any difficulty. There were no associated patient complications.